Event description:
The customer reported that their telemetry transceiver did not generate a yellow alarm.

Manufacturer narrative:
The customer reported that their telemetry transceiver did not generate a yellow alarm. The customer had already tried to discharge the pt after saving the data, and readmitting the pt without resolution of the issue. The source of the problem was never determined by philips, but the issue appears to be resolved. Since the issue is most consistent with a resolved user issue, no further investigation is warranted. The available info does not support that this was a malfunction. The info available for this report/service event is not sufficient to determine a specific cause. A lack of subsequent report of this same issue for >60 days supports that the problem was resolved. This complaint has been evaluated and does not allege a death or serious injury. The troubleshooting that had already been done by philips personnel/ customer is considered as all that is warranted for this issue. The available info supports that there is no known health risk for the pt or users. Additionally, the available info from this report does not support that this failure represents a systemic, design, or labeling problem.